Event description:
This pt reported that they could no longer hear with their cochlear implant. Immediately after falling and sustaining a blow to the head. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantation surgery was completed successfully 2004. The healthcare professional was informed that the explanted device should be returned to cochlear americas.